Event description:
It was reported that the "service" message appears on the display and all lights flash after the device has been turned on for a while. The device was failing to power on properly. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and device repair options. Follow up with the reporter confirmed that the customer opted to retire the device and instead purchase a replacement defibrillator. The device was not returned to physio-control for analysis/repair. The cause for the reported issue could not be determined.